Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device estimation found the following issues: a) bending manipulation and insertion tube defects. B) channel plug stopper stopper/wire stopper detached. C) the adhesive peels off or was cracked; due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). D) the adhesive part on the bending rubber is worn out. E) other failure mode. And f) channel is clogged. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope guide wire has snapped. The issue was found during an unknown event. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered white contamination, possibly simethicone type product was found in the air / water and aux channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity of the foreign material observed in the air/water channel and secondary water channel was thought to be a simethicone-type product but otherwise could not be identified. A definitive root cause of the remaining foreign material could not be determined, however the was likely the result of a facility device reprocessing deviation from the IFU by using infacol and water for air/water feeding. The event may be detected/prevented by following the instructions for use section which state: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding:nothing other than sterile water should be used for air/water feeding. Preventive measures are described in put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.